Event description:
The reporter experienced inaccurate readings from two freestyle libre 3 sensors, with one showing 69 but reading was actually 110 and the other showing readings of 208 but in actuality it was 350. She was able to confirm correct readings using an old meter. Reporter also received a recall notice last week. The sensor malfunctions have cause her significant anxiety.